Manufacturer narrative:
(B)(4). Device evaluation: the device was returned to baxter for evaluation. A visual examination was performed. Device evaluation could not confirm the reported condition of cracks at the wing connector and line tubing. The root cause investigation is in progress. The device is a single use device and was discarded. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Additional narrative: the device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation and/or should any additional information become available.

Event description:
It was reported to baxter (B)(4) that one (1) ce intermate (B)(4) device was observed with cracks at the blue winged connection site and line tubing. This was observed at the compounding facility before use. There is no patient involvement. No additional information is available. This is report 2 of 3 with the same reported problem from this facility.